Manufacturer narrative:
The device was evaluated by the customer with assistance from a philips call center representative.

Event description:
It was reported to philips that the device¿s ac power module was defective. There was no patient involvement.